Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 106 mg/dl. The customer states he was taking a shower and had a blank display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty interface board. Unable to perform the operating currents measurement, self-test and displacement test due to blank display anomaly. No watch dog alarm or constant tone/high pitch sound anomaly noted. Insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.